Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. The device rebooted then continued to operate. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device error log confirmed the allegation. The main pca was replaced to repair the device. The user interface panel was also replaced to repair some scratches. The device passed all tests.